Event description:
High capture threshold and a decrease in sensing on the right ventricular (rv) lead were noted. The lead was explanted and replaced, and the patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead did not reveal any anomalies. As received, the helix was extended and within product specification. A tip stiffness test was performed and the results were within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.